Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: a packet of product code w9962 was received for evaluation with the packaging closed, the unopened sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the suture was correctly placed on winding former. The suture was dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. Absorption begins as a loss of tensile strength followed by loss of mass. Absorption of vicryl sutures is essentiality complete between 56 and 70 days. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: the patient's personal information is unknown, the procedure name is "perineal incision and suture", and the date is unknown. Date and name of index surgical procedure? No detailed information was obtained. Based on personal understanding, it was described as perineal incision in spontaneous labor, and sew was required after delivery. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open surgery. On what tissue was the suture used? For vaginal mucosa and perineal muscle layer. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The organization is normal. How was the suture placed (interrupted or continuous)? Continuous how was the suture originally tied (multiple knots, square knot, etc.)? Tie two square knots. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? It was found that the suture was not absorbed during incision and drainage (under normal circumstances, the quick vicho suture has begun to hydrolyze, and the suture will soften and break), and it is still a complete suture when removed. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).: no details were obtained. What symptoms did the patient experience following the index surgical procedure? Onset date? No details were obtained. Please provide the onset date/time of infection from the initial surgical procedure. No specific date was obtained. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? None. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Antibiotics were used after operation. How much and what type of drainage is present in this wound? No relevant information was obtained. Please describe any medical/surgical intervention/medication required for this suture event including dates and results. No relevant information was obtained. Other relevant patient history/concomitant medications? No relevant information was obtained. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor hopes to return to the same batch of suture for testing. What is the patient's current status? The patient has recovered and discharged from the hospital. If applicable, will product be returned? If so, please provide the return date and tracking information. Yes,noted.

Event description:
It was reported that a patient underwent an episiotomy repair in early december 2021 and suture was used to sew the perineal muscle layer. However after 4 or 5 days, it occurred poor wound healing and abscess after the operation. Postoperative infection was considered. After incision and drainage, it found that the suture was not absorbed. The bacterial culture of pus showed staphylococcus aureus. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). What symptoms did the patient experience following the index surgical procedure? Onset date? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention/medication required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.